Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a 35v power supply failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that a year ago, a field change order (fco) was implemented and now the device is getting a 35v power supply failure. It has been confirmed that its most likely the motor controller printed circuit board assembly (pcba) problem, because of the cost of out-of-warranty repair, the customer decided to repair it by himself first. It was confirmed that the customer refused service and repair. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.